Event description:
While counting lap sponges during the case, nurse discovered that one of the laps was missing its loop. Doctor was immediately notified. A search in the patient and in and around the field was performed. The missing loop was found on the floor. However, since we could not be sure if any of the loops might be in the patient, an intra-op x-ray was taken. X-ray was read by doctor and it was determined to be negative.